Event description:
Lucas failed and stopped compressions on patient in cardiac arrest. Lucas was removed and manual compressions were resumed until the replacement of the lucas. Patient care was not jeopardized, no pause in compressions.